Manufacturer narrative:
The MFR was advised that the device will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that on the evening of (B)(6) 2014, the pt heard an audible alarm. The pt thought the alarm was coming from the system controller and decided to switch to his back-up system controller. At the time, the pt had a companion present. During the change, the pt was unable to connect the lvad to the system controllers. The pt called 911 and was taken to the hosp. Once at the hosp, the lvad was connected to the system controller. It was suspected by the vad center that the pt may have mistaken the alarm on the power module for an audible alarm on the system controller. The MFR was able to review the data log files which confirmed that there was not an event indicating an alarm had occurred on the system controller prior to the pt disconnecting the lvad from his primary system controller. The vad coordinator had heard the alarm in the background when on the phone with the pt's significant other and at that time, the pt had already been picked up by the paramedics. Approx 2 days later, the MFR was informed by the clinical consultant that the hosp would not be returning the system controller because they determined that the event was not a system controller issue. The serial number for the device is not known at this time. The MFR is trying to obtain this info.